Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were seven similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. Technical operations did not reproduce false positives with retain testing. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.

Event description:
Customer reporting on behalf of her husband. See case (B)(4) for customer's false positive result. Individual received a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 21606e, reader sn (B)(4)). On (B)(6) 2022, individual tested negative with a sars-cov-2 pcr test. Individual had no symptoms present and no known exposure. Cartridges were stored according to the instructions for use.